Manufacturer narrative:
Tandem clinical diabetes specialist reported on (B)(6) 2016 that the customer has started using another tandem pump and has not received another occlusion and the blood glucose level has been within range. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer had received multiple, intermittent occlusions during bolus delivery. The customer's blood glucose (bg) level was 325 and 414 mg/dl. The infusion set site was changed; no damage was observed when they were removed. A bolus was delivered to address the bg level; however, for each high bg, the customer over corrected and the bg dropped to 45 and 35 mg/dl. Sugar was consumed to address the low bg. The contact was advised to discuss the low bg occurrences with a healthcare provider. The contact acknowledged the advice. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.